Event description:
The event occurred in the us. It was reported that the flow dropped about a liter in the hls set, all pressures were unchanged. Plasma free hgb was 240 than 320 and urine was black. Pre and post oxy gases were good prior to changing out the hls set. Furthermore, it was reported that there was a second oxy (medtronic nautilus) placed in series with the cardiohelp on 2026-06-02. Customer is not sure if that had anything to do with it. Also, customer has 2 drains, and one has a hoffman clamp to control flow which is supposed to be moved q shift. Customer thought that they sucked up a clot out of one of the drain cannulas. Patient is a vv ECMO, 60 years, male, 86.5kg, 173cm. The involved cardiohelp was s/n (B)(6). No harm to any person has been reported. Due to the reported exchange of the hls set during patient use a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.